Event description:
It was reported that the customer experienced a malfunction alarm with their pump, identified with a malfunction code that could not be reset. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to send a replacement pump, ensuring it includes updated software. The customer will use multiple daily injections (mdi) as a backup therapy and was instructed on how to prepare the malfunctioning pump for return and what steps to take with the new pump. The resolution involved sending the replacement pump to the confirmed address, without requiring a signature upon delivery.